Event description:
The manufacturer sales representative reported that the device disassembled during the spd process at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
H3 other text: device not returned.

Event description:
The manufacturer sales representative reported that the device disassembled during the spd process at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.